Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple shocks and atp therapies for a ventricular tachycardia/ventricular fibrillation. The therapies failed to convert the rhythm. The patient was brought to hospital and was rescued with external defibrillator. A defibrillation test was performed successfully and programming changes were made. The patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient had suffered with anxiety, depression, and pain after receiving multiple shocks from the device.